Event description:
Submission for u.s. Food and drug administration subject: consumer complaint ¿plasma collection practices resulting in injury facility biolife plasma services ¿ (B)(6) description of complaint I am submitting this consumer complaint regarding plasma collection practices at the above facility that resulted in visible injury to my arm. Beginning in approximately (B)(6) 2025, an employee identified to me as (B)(6) performed venipuncture during my plasma donation visits. On multiple occasions, she attempted to access my vein up to four times during a single visit. Beginning in approximately (B)(6) 2026, an employee identified to me as prissy performed venipuncture during my visits. During these visits, there were again multiple needle insertion attempts in order to locate my vein, up to four attempts during a single visit. Across multiple visits, I experienced repeated venipuncture attempts in the same general area of my arm. After these visits, I developed visible marks and scarring at the venipuncture sites. Notification to the facility I reported these issues to the facility's human resources department and informed the facility that I was experiencing repeated venipuncture attempts and resulting injury. Despite that I've already reported internally with no change. After continued problems with venipuncture, I canceled some visits for my own safety. Injury documentation I am attaching photographs of my arm that show visible healed puncture-related marks and scarring that appeared after plasma donation procedures at this facility. These photographs are submitted as supporting documentation of injury following plasma collection activities. Reason for FDA review this complaint is submitted because it involves: repeated unsuccessful or multiple venipuncture attempts during plasma collection visits and resulting physical injury in the form of visible scarring. Requested action I respectfully request that the FDA review this facility's plasma collection and donor safety practices and take any appropriate regulatory and disciplinary action, including action that may result in employee termination, if deficiencies or violations are identified.